Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safeclip device from lot 5148364. Consumer reported that the needle will not go into the safe clip needle clipper in order to clip the needle. The returned safe clip was examined microscopically and exhibited dry blood near the cutting hole; the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached (see attached file), the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). H3 other text : see h.10.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 5148364. Verbatim: consumer reported that the needle will not go into the safe clip needle clipper in order to clip the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipping device safe clip is not clipping. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 5148364. Verbatim: consumer reported that the needle will not go into the safe clip needle clipper in order to clip the needle.